Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a pt experienced a corneal burn. Sutures were used to close the main wound. The outcome of the pt is noted as "still healing."